Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch # 2032227-2016-39598.

Event description:
The customer's cde had reported a hospitalization and called back to continue insulin pump troubleshooting. The insulin pump passed the high pressure test. The blood glucose reading was 430 mg/dl at this time. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.